Manufacturer narrative:
(B)(4): the customer reported that they could not see an ECG waveform via pads during a patient event. There was no report of negative patient impact. A philips field service engineer evaluated the device and involved accessories and could not reproduce the reported symptom. The electronic event file was reviewed by philips. The device was behaving as designed. This was an issue related to use of the lead select button to select an available wave form to display on the mrx display, and not a device malfunction.

Event description:
The customer reported that they could not see an ECG waveform via pads during a patient event. There was no report of negative patient impact.